Event description:
The customer reported experiencing high blood glucose for several months. The customer stated that the insulin pump alarmed button error for the past few weeks, and the batteries were not lasting as long. The customer also stated that the device had a frozen display. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed button error as a result of corroded keypad traces. The device also had a low battery alarm and a frozen display. Further testing was not performed due to the button error alarm.